Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. In addition, it was reported that there was "bubbling on [the] screen." There was no reported impact to the customer's blood glucose level. Additional information was not provided. The customer declined troubleshooting and follow up from tandem technical support.